Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl 20 pump displayed the error message "head error" during startup. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023 and (B)(6) 2023. The optical tacho board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The defective part was not available for further investigation. However the failure was already investigated in a similar complaint by the getinge life cycle engineering on (B)(6) 2019 with the following outcome. The most probable root cause could be determined as a broken wiring of the optical tacho board. Further the reported error message: "head" could be determined to the following most probable root cause according to the risk management file: (total) fail of device because of: - defective tacho the review of the non-conformities has been performed on (B)(6) 2023 for the period of (B)(6) 2015 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2018. Based on the results the reported failure "error head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
It was reported that the hl20 displayed the error message: "err head". No harm to any person has been reported. A getinge field service technician will be sent onsite for an investigation. As soon as new relevant information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 device displayed the error message: "err head". No harm to any person has been reported. (B)(4).